Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal was attempted for deployment on right common femoral artery (cfa); however, the device did not deploy. It was removed from the patient and manual pressure was held. A mynx closure device was used on the left cfa side of the patient; however, that device did not work as intended. Manual pressure was held for the left side as well. The patient was very overweight and came in for a stemi left heart catheterization (lhc). The estimated blood loss was less than 250cc's. The event occurred intra-operative. The patient was not injured during the event and medical/surgical intervention was not required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.

Manufacturer narrative:
A: patient height: 5'11". The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.